Event description:
The customer reported that the device would not seal tissue. It is unk if an end tone or regrasp alarm was heard. There was no pt injury or medical intervention necessitated by this incident.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.